Event description:
The dr ordered heparin to be given 800 units/hr. The IV drip pump infused the entire bag of heparin 25,000 units over 45 minutes. The pump was turned off and dr notified. Protamine sulfate was given to neutralize the effects of the heparin. A stat partial thromboplastin time was also performed.